Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to fluid loss and a disconnect in the tubing from the pump to the cylinder. The patient was successfully treated.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to fluid loss and a disconnect in the tubing from the pump to the cylinder. The patient was successfully treated.